Event description:
It was reported that the user received an insulin fill tubing alert during a planned supply change and also experienced a low glucose alert, after which she ingested oral glucose and finalized fill tubing to clear the alert. Symptoms included hypoglycemia with a reported blood glucose of 70 mg/dl. Outcomes included self-treatment with oral glucose and continued monitoring without need for medical intervention. Investigation included troubleshooting with customer support and education on alert meaning and proper steps to dismiss alerts. Investigation of this case revealed that the cause of the hypoglycemia and the fill tubing alert remained unclear. It was concluded that the event involved hypoglycemia with an unconfirmed device contribution and that user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.